Event description:
Draeger bp module m540 failed in operating room without warning. Replaced with another module. Draeger stated there is a known problem with carbon build up and have sent extra modules while the problem is being resolved, but the new modules have been failing too.